Event description:
It was reported that the evis exera iii video system center had no image using 180 series maj-1430 evis exera ii videoscope cable paddle connectors. No patient harm or injury occurred due to this malfunction.

Manufacturer narrative:
In speaking with olympus technical support via the phone, it was reported that when using the cv-190 with 180 series maj paddle connectors there was no image. The user tried two maj-1430 connectors with the same results; however, when utilizing a different cv-190 there were no image issues. The olympus representative will troubleshoot the device on-site. If the reported malfunction is confirmed once the olympus representative is on-site, the cv-190 device will be sent in for repairs if needed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The root cause of the issue could not be conclusively specified. It was likely the event referenced in this report occurred due to aged deterioration or accidental failure of the electronic components of the circuit board (ap board or dr board) for driving the 180 scopes. The device was not sent in for repair as the sales representative was able to resolve the issue with troubleshooting performed on site with the customer. After checking the change history of the parts for the phenomenon that the endoscopic image does not appear in combination with the 180 scope, it was confirmed that the design of the dr board was changed on april 16, 2018. However, the investigation cannot confirm this design change impacts the subject device.